Event description:
It was reported that there was no telemetry with the implantable neurostimulator (ins) regardless of what external component was used. The patient was having trouble charging the ins. A physician mode recharge (pmr) was done, but the ins hadn¿t responded to it. The ins was implanted deeper than usual as it was implanted deeper than 1cm and may have been close to 2cm deep. The battery may have been implanted too deep in the pocket. It was unknown when the charging issue had begun. The patient had also had a change in the stimulation therapy. The patient¿s charging issue and therapy change had occurred after the patient had had ¿some event,¿ which was noted to have been a fall or accident. The patient had stopped charging and an overdischarge had occurred. Prior to the ¿event¿ the patient had been able to recharge and had been getting satisfactory stimulation. Based on the ins orientation information provided from an x-ray, it appeared that the ins had the proper orientation. The patient was not receiving any therapy and was considering a pocket and/or battery revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 377860, lot# v009038, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).